Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient went to emergency room and got hospitalized due to high blood glucose event. The duration of hospitalization was for less than 24 hours. The blood glucose level was 470 mg/dl and the patient was treated with intravenous drip. Patient experienced the symptoms of tiredness, weakness and vomiting at the time of the event. No further information available.